Event description:
It was reported that during insertion interbody cage, it shattered. All the fragments were removed and a new cage was inserted. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Significant plastic deformation identified at the inserter interface. Microscopic examination provides evidence of fracture initiation at the base of the outside surface facets. Multiple fracture surface examination identified a brittle fracture, with rays emanating from the same orientation, consistent with bed stress overload.